Event description:
As reported, the trigger button of a 7f exoseal vascular closure device (vcd) could not be pressed during withdrawal of the vcd, resulting in unsuccessful closure. There was no reported patient injury. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Lot, manufactured date and expiration date will remain unknown, if lot information is received, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.